Event description:
Customer reported a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump had intermittent button response. No button error alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Additional information has been provided by failure analysis. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed the displacement accuracy test.